Manufacturer narrative:
Additional FDA product code: gcj. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 10k100 was being used during a laparoscopic surgery on 22apr21 when it was reported "white debris was found during pre-op purging. No surgical delay." The procedure was completed with no report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used tube set 10k100 found white debris. Previously, 10k100 product containing the particulate was sent to an outside lab for analysis. Elemental composition of the white particulate found during analysis of the particulate is most likely particles that abraded during insertion of the spikes into the leak tester. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 112 complaints, regarding 2,548 devices, for this device family and failure mode. During this same time frame 797,151 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. Per the instructions for use, the user is advised that tubing sets should only be used if the original packaging and labeling are intact. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.